Event description:
(B)(6) 2013 crts (B)(4): it was reported that stimulation was turning on. It was noted: "about a month ago maybe a little bit longer. I feel like on the right side of my labia it feels like its shocking it or there's an electrical current running through it. I've turned the stimulator off and started again. It will feel fine and then it comes back. It's like, you know like it's right down there, laying on something it shouldn't probably be laying on." There was no known accident or incident related to this complaint. The patient fell the other day but this was after she started feeling this stimulation. The patient's hcp (healthcare provider) told her to call the manufacturer. The patient noted she had turned the ins off and then started all over and it'll come back in a little bit, maybe the same day or the next day. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0489d, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).